Event description:
Customer reported of getting erroneous patient results for ise (ion selective electrode) for sodium (na), potassium (k), and chloride (cl) with low anion gap involving their au480 clinical chemistry analyzer. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. Upon further troubleshoot the customer indicated that they had they had not replaced the reference (ref) electrode since 2021. Per the current revision of au480 chemistry analyzer user¿s guide, pn b28624, chapter 8 maintenance: beckman coulter recommends the reference electrode should be replaced every 2 years or 150,000 samples. The cause of the erroneous results was identified as operator use error due to failing to replace the ref electrode per the au480 user guide instructions. The customer replaced the ref electrode which resolved the issue. No further issue was noted. Part replacement resolved the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).